Manufacturer narrative:
Qn# (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "when the physician was using the memobag during a surgery, the closure wire was sticking out from the wire storage part, by which the physician got injured. He/she completed the procedure using the memobag. Nothing remained in the patient and no injury to the patient occurred". Additional information received states that no further treatment nor antibiotics were needed for the physician and that the patient tested negative for hep a/b/c and hiv.

Event description:
It was reported that "when the physician was using the memobag during a surgery, the closure wire was sticking out from the wire storage part, by which the physician got injured. He/she completed the procedure using the memobag. Nothing remained in the patient and no injury to the patient occurred". Additional information received states that no further treatment nor antibiotics were needed for the physician and that the patient tested negative for hep a/b/c and hiv.

Manufacturer narrative:
Qn# (B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "the defective sample was returned and was packed in 2 pe bags. On the returned product it is visible that the sample was used on the patient with all of the components and without damage of the bag. On part of the sample, where the wire was sticking out from the hose. The eye was probably glued to the memobag. No other damage was observed. After cutting of the ample on the end, where the eye should be from the wire glued inside the hose, there was visible glue inside, and the rest of the wire was glued to the plastic hose. The reported defect "wire stuck out during use" can be confirmed based on the visual inspection on physical sample. Based on this inspection, there was during production used glue inside of plastic hose with end of the wire eye. A partial functional inspection was performed. It was possible to pull the bag down using a wire. The review of the DHR revealed no production issues from the perspective of the reported defect at the time of manufacture of the complained lot. Reported defect can be confirmed. Closure wire was stuck out. The root cause of this complaint was determined as "unintentional user error related". Inside the white tube, where the wire end should be inserted and fixed by glue. There were observed traces of glue. Manufacturing error has been ruled out. Opening of loop at the end of closure wire was caused by usage of excessive force within bag retrieval. As the root cause of this complaint was determined as "unintentional user error related" no corrective/preventative action in production are deemed necessary to introduce." Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.